Event description:
It was reported that the patient presented for revision of the ventricular lead. During the procedure, it was noted that the atrial lead had insulation damage due to friction with the ventricular lead and subclavian vein. The atrial lead was explanted and replaced during the procedure. There were no patient consequences.